Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window, and cracked battery tube threads.

Event description:
It was reported that the insulin pump alarmed motor error and had a blank display. It was noted that the insulin pump may not be giving proper insulin and the customer has had extremely high blood glucose readings of 412 mg/dl and low blood glucose readings of 48 mg/dl. Customer's blood glucose readings at the time of the call were 79 mg/dl. Customer does use the sensor feature and they were able to complete the rewind sequence. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.